Manufacturer narrative:
Unknown. Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had broken battery latch and exhibited an 41,622,1003 code. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn upstream occlusion (uso) seal. Functional testing was able to duplicate the reported issue. It was determined that the watchdog was the cause for the error code. The error code was cleared to correct the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.